Event description:
This lv lead was implanted on (B)(6) 2008 and remains implanted as of this time. A call was placed to technical services on 05/21/2018 stating that there was an elevated output. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).